Event description:
The customer reported blood pump was running in wrong direction. After some access pressure alarms, the customer decided to stop the treatment and return patient's blood. The patient access site was disconnected and was ready for returning the blood when the machine went automatically into "priming mode" before the customer was able to press the button "return blood". The priming screen itself was seen only a few seconds. Then the blood pump was running in the wrong direction, because of the priming mode. The medical staff stopped the treatment immediately. The blood was not return to the patient; the set with the whole extracorporal volume was discarded.